Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Patient was golfing and received a shock from his device. He went to the ER where lead pacing polarity or pacing mode was reprogrammed. This device remains actively implanted and no further adverse patient effects have been reported. Should additional information become available, this event will be updated.